Event description:
It was reported that on an unknown date, a patient underwent an unknown procedure and mesh was used. Five years post operatively, the patient experienced a small mesh exposure. It was reported that the mesh reattached to the perineal body. Additional information has been requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.